Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 8-nov-2016, an fse visited the customer site, replaced the substrate syringe, and tested the analyzer with no errors noted. After the repair, the instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a failure of the substrate syringe unit.

Event description:
On (B)(6) 2016, a customer reported substrate syringe went out during a preventive maintenance procedure out with their aia-360 analyzer. The customer was unable to run troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.